Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 414 mg/dl and low blood glucose of 43 mg/dl. Customer also had blood glucose of 69 mg/dl, 342 mg/dl. Customer treated low blood glucose with food and orange juice. Customer stated that the low blood glucose was not due to insulin pump. Customer stated that insulin pump was having bolus not delivered screen and customer was assisted to be deliver bolus using bolus wizard. Insulin pump will not be returned for analysis.